Manufacturer narrative:
Concomitant medical devices: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient felt a burning and heating sensation at the implantable neurostimulator (ins) pocket site. It was noted this feeling occurred both when the ins was on and off and during recharging. It was reported the patient experienced these feelings since a lead revision, during which the ins remained in place, on (B)(6) 2013 (as reported in MFR. Report #3004209178-2014-00716). It was noted the patient was screened for infection and that the infection was not confirmed or they did not test positive for an infection. It was reported the patient received great stimulation coverage and pain control.